Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient was not getting any readings from her dexcom. The patient mentioned that she got sent to the hospital due to really high glucose and blood pressure, and they thought she had a stroke. It was not documented what symptoms the patient experienced. It was not documented whether the patient was monitoring the blood glucose by fingerstick following signal loss. There was no information about treatment received and no details about treatment for hyperglycemia. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and well. Attempts to contact the patient for more details were not successful. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 11/17/2023. It was reported that signal loss over one hour occurred. On 10/22/2023, the patient was not getting any readings from her dexcom. The signal loss occurred for 3 hours and she was out of town without alternate means to monitor her glycemic state. The patient was reportedly just released from the hospital. The patient was hospitalized for hypertension, hyperglycemia, and cerebral vascular accident (cva). The patient had concerns about not getting readings. At the time of the report, the patient was fine and well. Due diligence attempts to contact the reporter for more information were attempted but not successful. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.